Event description:
It was reported that the user missed a meal announcement, fell asleep, and the ilet delivered correction doses, leading the user to worry about running low on insulin while having 3 units of insulin on board. Contemporaneous glucose values were 95 mg/dl on continuous glucose monitor (cgm) and 99 mg/dl by fingerstick, and the user was advised to avoid treatment unless glucose dropped below 70 mg/dl. Symptoms included concern about potential hypoglycemia. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of user-reported history and device-use circumstances with troubleshooting and education provided. Investigation of this case revealed expected device behavior with correction dosing in the context of a missed meal announcement and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user management of meal announcements and timing consistent with use error rather than device failure.